Manufacturer narrative:
Device evaluation anticipated but not yet complete. The investigation is in progress.

Event description:
In 2007, a gore propaten vascular graft was implanted as a right common femoral to anterior tibial bypass. Secondary to anterior tibial artery (ata) thrombosis, on the following day, an arterectomy was performed and the proximal anastomosis was changed from the deep common femoral artery to the common femoral artery to ease anastomotic tension. Secondary to graft infection, three months later, the graft was removed.